Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked; cause was unknown. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.